Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high readings on his ot ping meter of "320 and 355mg/dl" compared to "295 and 230mg/dl" on a medtronics meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.